Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this active

Event description:
It was reported that a peritoneal dialysis caregiver identified a fluid leak coincident with peritoneal dialysis therapy. While removing their supplies at the end of treatment, the caregiver discovered a fluid leak from the cassette compartment of the cycler. During their next treatment, the patient used the same cycler and received a heater bag not detected alarm during step three of their setup. The caregiver attempted to troubleshoot the alarm but was unsuccessful with continuing the treatment. The technical support representative advised the caregiver to re-setup with new supplies. At that point, the caregiver mentioned to the technical support representative that they had discovered the fluid leak at the end of their previous treatment. Due to the fluid leak, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s nurse verified that the patient did not experience any symptoms or require medical intervention as a result of the fluid leak. The cause for the leak was unknown. The patient has since received a replacement cycler and has been able to continue with their treatment without complication. The cassette used at the time of the leak had been discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.